Manufacturer narrative:
The device was returned for post-use analysis. Upon visual inspection, it was noted that the balloon was not folded, suggesting exposure to positive pressure during use. The presence of blood within the balloon lumen is consistent with a potential leak in the balloon membrane. A subsequent leak test was performed, which identified a pinhole defect located approximately 32 mm distal to the proximal balloon bond. The rated burst pressure for this device is specified as 8 atmospheres, per product specifications. A combined visual and tactile examination of the device shaft revealed no evidence of kinking or structural damage. Additionally, a visual assessment of the distal tip did not reveal any abnormalities or defects.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the non-tortuous iliac artery. A 14-4/5.8/75 xxl balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 2 atmospheres. The device was removed immediately without any problem, and the procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the non tortuous iliac artery. A 14-4/5.8/75 xxlballoon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 2 atmospheres. The device was removed immediately without any problem, and the procedure was completed. There were no patient complications as a result of this event.